Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusions. After the alarm, the customer would either clear the alarm and resume insulin delivery or change out the supplies on the pump. The customer also reported seeing breaks in the insulin about an in long in the tubing. The customer's blood glucose (bg) level was in the 200 mg/dl range. The customer used humalog insulin and the cartridge was changed on the third day.